Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 1 implanted mitraclip, steerable guide catheter, heparin. The device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip ntr clip delivery system is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
This report is filed as the gripper line broke and the gripper arms were unable to be controlled. The mitraclip was implanted in an unintended area. It was reported that this was a mitraclip procedure to treat mixed functional and degenerative, mitral regurgitation grade 3. One xtr mitraclip was implanted without reported issue, reducing the mr to grade 2. Following, an ntr clip delivery system (cds) was advanced to the mitral valve lateral to the first implanted mitraclip. After grasping the mitral valve leaflets, there was no reduction in mr and a large medial jet was observed. The operator went to re-positioned this device to the more medial position. Once positioned, the gripper line tore and gripper arms were unable to be controlled. The mitraclip was unable to be moved as the gripper arms had already been lowered unto the leaflets. This mitraclip was in an unintended area just below the flap sails of the mitral valve leaflets. The mitraclip remained in stable position. The clip delivery system was removed from the anatomy without reported issue. Post procedure mr remained at grade 3. The patient was in stable condition. The next day, pleural effusions were relieved, the mitraclips were explanted, and surgical mitral valve replacement was performed. Reportedly, there was worsening heart failure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of unchanged mitral regurgitation (mr) as listed in the mitraclip ntr/xtr system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. All available information was investigated and a definitive cause for the reported gripper line break in this incident could not be determined. The reported gripper actuation issue was due to the reported gripper line break during actuation. The reported patient effect of unchanged mr was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: per physician, the worsening heart failure and pleural effusions were unrelated to the mitraclip ntr device.